Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). ). Approximately two (2) years post initial procedure, the patient was found to have a type 3a endoleak where the left limb was found to have separated from the main body and occluded. The physician elected to reline the original implanted devices with another alto stent graft system to successfully resolve this event. The patient did well and was discharged the following day. Additional information: an internal clinical assessment determined that there was evidence to reasonably suggest type 2 endoleak (non-device related) of the lumbar artery occurred that was not included in the event as reported. The type 2 endoleak was discovered during review of the operative report dated 07/25/2023.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 3a endoleak of the left common iliac artery with implant separation, occlusion of the left common iliac artery and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The clinical assessment determined that there was evidence to reasonably suggest type 2 endoleak (non-device related) of the lumbar artery occurred that was not included in the event as reported. The type 2 endoleak was discovered during review of the operative report dated (B)(6) 2023. Device, user, procedure or anatomy relatedness of this complaint could not be determined. No procedure related harms were identified. The final patient status was reported as discharge home on postoperative day three in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: describe event or problem has been updated. G3: awareness date has been updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). ). Approximately two (2) years post initial procedure, the patient was found to have a type 3a endoleak where the left limb was found to have separated from the main body and occluded. The physician elected to reline the original implanted devices with another alto stent graft system to successfully resolve this event. The patient did well and was discharged the following day.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.